Event description:
Related manufacturer reference number:2017865-2023-19419 it was reported that the right atrial lead and right ventricular lead dislodged. The physician attempted to reposition the right ventricular lead however, the helix was unable to extend. The right atrial lead was attempted to be repositioned. Multiple stiffness stylets were attempted to be inserted into the lead for advancement into the ra. These attempts were unsuccessful. The led was also explanted and replaced. The patient was discharged.

Event description:
It was reported that the right atrial lead and right ventricular lead dislodged. The physician attempted to reposition the right ventricular lead however, the helix was unable to extend and multiple attempts with different stiffness stylets proved difficult to stabilize the lead for advancement. The right atrial lead was attempted to be repositioned. Multiple stiffness stylets were attempted to be inserted into the lead for advancement into the ra. These attempts were unsuccessful. The led was also explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, the stylet could not insert and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported events of a helix mechanism, the stylet could not insert were confirmed. X-ray inspection found the inner coil over torqued consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported events of a helix mechanism issue, the stylet could not insert was isolated to over torqued of the inner coil in the connector region and the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.